Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between october 2017 to july 2022. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: susumu hijioka, et al. Incidence and factors associated with stent dysfunction and pancreatitis after gastroduodenal stenting for malignant gastric outlet obstruction. Endosc int open 2024; 12: e367-e376. Doi 10.1055/a-2261-2833. Block h6: imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0406 captures the reportable event of stent deformation. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e2328 captures the reportable event of small bowel obstruction. Imdrf impact code f23 captures the reportable event of additional intervention performed to implant additional stent.

Event description:
Boston scientific became aware of an event involving hanarostent naturfit duodenal stents and wallflex duodenal stents through the article titled, "incidence and factors associated with stent dysfunction and pancreatitis after gastroduodenal stenting for malignant gastric outlet obstruction", by susumu hijioka et. Al. Per the article, between october 2017 and july 2022 the following occurred with study patients: stent dysfunctions, including ingrowth, kinking, migration, food impaction, overgrowth, transection and insufficient expansion. These issues were addressed by employing the stent-in-stent technique, which involves placing an additional stent. Additionally, some patients experienced pancreatitis, jaundice and/or cholangitis, bleeding, pneumonia, perforation and small bowel obstruction. Please see the referenced article for full details and full listing of physicians and healthcare facilities.